Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble in the patient line. User reported a blood glucose level of 213 mg/dl. The user filled tubing; however, the air bubble remained. The user resumed insulin delivery.